Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice a few months ago for low blood glucose levels. The first event was for a blood glucose of 42 mg/dl, and the second for a blood glucose of 23 mg/dl. Troubleshooting was performed. Found a no delivery alarm in the alarm history. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.